Event description:
During an endoscopy in esophagus, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was reported [that the balloon] was used with forceps channel 3.2mm. The first time the balloon was able to inflate to 4 atmospheres, and the second attempted to inflate to 6 atmospheres but it only inflated to 4 atmospheres. The pressure was lower than expected, but it was able to be inflated to 4atmospheres, so the physician judged it to be sufficient and completed the procedure. When the physician checked, the middle of the balloon was damaged. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The pre-loaded wire guide was included in the return of the device. A functional test could not be performed due to the condition of the returned device. A close visual examination identified a rupture in the balloon material. The rupture is located near the middle of the balloon and no portion of the device or balloon material appear to be missing. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the returned device confirmed the report. A definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. In the report it states that lubrication was not applied to the balloon prior to advancing down the endoscope accessory channel. A possible contributing factor to a leakage and/or damage to the balloon material is failure to apply lubrication to the balloon prior to advancement. The instructions for use direct the user to "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel". This activity will aid in endoscopic advancement and balloon preservation. A leakage and/or damage to the balloon material can occur if the balloon comes into contact with a sharp object or a burr in the endoscope channel. Another possible contributing factor to a leakage in the balloon material is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments: based on the information provided that lubrication was not applied to the balloon prior to advancing down the endoscope accessory channel, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.